Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.". Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum resection, the stapler was not able to fire and the jaws locked on tissue - it was removed by opening the magazine. Also the stapler break off. By closing the device over the rectum, in full articulated position, there was a break noise on the device. The devise was returned outside the body. The device was visual inspected and replaced to the rectum. Without any visual damage, the devise was re-closing over the rectum. By firing the magazine, the magazine could not be fired. Instead of firing, the device cracked on the articulation zone of the magazine, in the way that parts of the inside instrumental firing mechanic structure came out on the articulation zone on the magazine. The full device was replaced out the body. There was no patient injury.